Event description:
Note: this report pertains to one of four devices reported to malfunction during the same procedure. The following manufacturer report numbers are associated with this event: 3005099803-2009-01078, 3005099803-2009-01092, 3005099803-2009-01094. It was reported to boston scientific corporation that a resolution clip device was used during a colonic stent placement procedure in 2009. According to the complainant, during the procedure the resolution clip device was used to mark the stricture. The clips were advanced all the way out of the catheter and the physician was unable to view the clips through the scope. During deployment, the clips were not grasping the tissue. The case was completed with an olympus clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Failure to grasp). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the reported malfunction is undetermined.